Event description:
A customer reported difficulties with the pump, specifically mentioning that the quick bolus and wake button were difficult to press and required multiple attempts to activate the pump screen. The wake button was described as squishy and unresponsive. There was no adverse impact on the customer's blood glucose level. The customer, currently out of warranty and in the renewal process, declined further follow-up with technical support, leading to no additional actions being taken.